Event description:
The customer reported that while monitoring telemetry patients, all patients went offline. The customer attempted both a system and software restart, however the issue persisted. Spacelabs technical support remotely connected to the customer site, however, by the time technical support connected to the customer site, the issue had resolved on its own. Cause of failure could not be determined as the issue resolved on its own and no issues were found.